Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient fell.

Manufacturer narrative:
See d2, d4 expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-00249; 346-14-708, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.